Event description:
According to the rptr, when attempting to open a package of electrodes, the package was difficult enough to warrant obtaining scissors to open it. The rptr described the difficulty as a "hazard".